Event description:
It was reported by service report that the foot of the bed would not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift sensor coil cord.